Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two resolute onyx rx coronary drug eluting stents to treat a mildly tortuous and calcified lesion located in the ostium of left main coronary artery and the circumflex (cx) artery. An attempt was first made to use a 4.00x12mm resolute onyx stent. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was not pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The device did not pass through a previously deployed stent. It was reported that a balloon rupture occurred during stent deployment on the first inflation to 10atm. A non compliant balloon was used to properly deploy the stent. An attempt was then made to use a 2.50x08mm resolute onyx stent. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that a balloon rupture occurred during stent deployment on the first inflation to 8atm. A non compliant balloon was used to properly deploy the stent. The patient is reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.